Manufacturer narrative:
Root cause could not be determined with certainty. A damaged on/off power switch was found, so the power switch assembly was replaced on unit tx2001089.

Event description:
Ventilator shut off (with alarms) during use. Alternate means of ventilation was used. No patient injury.